Event description:
Healthcare professional reported "patient in process of tissue expansion when surgeon noticed the left reconstructed breast had gone flat." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed more than three openings striated assessed as to surgical damage. Additional observations: crease flat observed in the surface of the shell. Wear abrasion observed in the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "patient in process of tissue expansion when surgeon noticed the left reconstructed breast had gone flat." Device has been explanted.